Manufacturer narrative:
Inspection visual inspection reveals that the pedicle access tool tap is fractured at the threads. Potential cause the cause of the damage cannot be determined at this time since there is no information available regarding how the instruments were being used or handled at the time of the damage. DHR review per dhrs review, the part was likely conforming when it left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a tap did not provide tactile feedback for the surgeon to gauge depth with during surgery. However, device evaluation by the manufacturer found that the tap was fractured. There were no patient impacts.